Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 1.2 mmol/l, 2.7 mmol/l and 14.2 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. The customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. Similar readings to those reported by the customer were found in the meter memory within 10 minutes on the day of the reported event.